Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a thrombus and intervention. It was reported a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. During the procedure, the steerable guide catheter (sgc) was inserted into patient. During preparation of a clip, a clot was noticed in the right atrium. The physician aspirated using a pnuembra (non-abbott device) which successfully removed the clot. A replacement sgc was then used to complete the procedure successfully, reducing the mr to grade 1. No additional information received.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombosis/thrombus (mitral/tricuspid valve: medical treatment) could not be determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.